Event description:
The pt alleges stimulation is intermittent and sporadic when the amplitude's increased. Further info reveals one of the lead contacts had invalid impedance; however, reprogramming resolved the issue. Follow-up identified surgical intervention was undertaken, explanting and replacing the scs system. The physician electively replaced the ipg and anchors with newer models. Effective stimulation was achieved postoperatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.